Event description:
Reportedly, the surgeon was handed the instrument, he placed it around tissue, handles were squeezed and it felt as though the jaws closed but the clip did not form and the surgeon noticed the vein was nicked. Surgeon used suture to repair. Approximately 30cc units of blood loss occurred. No transfusion needed. Procedure type: thyroidectomy.